Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301033. Batch # 4354292. Verbatim: rcc received a complaint via email. Email(s) attached **complaint #: (B)(4). Defect description: particulate in syringe. ***part #: 33239. Product description: syr 30ml l/l. Vendor part #: #301033. Lot #: 4354292. Date reported: 8/14/2025. Sample received: yes. Response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. 3004122598-2025-00007 please reference the above complaint number in all future communications. If you have questions or need additional information please reach out to (B)(6), have a great day! Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 08-12-2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm reported. 3. Please provide the address of the facility for us to ship the return label? (B)(6).

Manufacturer narrative:
(B)(4) follow up a particulate was reported to be present in a syringe. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicted a syringe without its packaging. No defects, imperfections, particulates, or foreign matter were observed in the photograph. A review of the device history record (DHR) was completed for material number 301033, lot 4354292. The review did not identify any quality issues during the manufacturing process that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. Additionally, no similar events have been reported for this lot to date. Based on the investigation and analysis of the photographic evidence, the reported symptom could not be confirmed. In the absence of the physical sample, a probable root cause could not be determined.